Event description:
The customer observed a non-reproducible, higher than expected vitros intact pth (ipth) result 100.2 pg/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued (repeat results 87.7, 87.2 pg/ml) after a second sample drawn from the patient was repeated on an alternate vitros ipth reagent lot). There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros ipth result was obtained for a single patient sample. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing and/or a reagent related issue cannot be ruled out as contributing factors. There is no evidence that the vitros 5600 system malfunctioned.